Event description:
The customer reported that the unit failed with 3.3 voltage rail failed error. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
MFR received date: 13 sep 2019. The field service engineer replaced the user interface board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported that the unit failed with 3.3 voltage rail failed error. The customer reported that the unit was not in use on patient.